Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Upon loading a new cartridge the pump declared a minimum fill notification. Customer's blood glucose was 115 mg/dl. Customer reverted to manual injections for alternate insulin therapy.